Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A request for additional information was made and received. The patient's metabolic disturbance caused the under-sensing. The patient was later seen in the office and there was normal sensing.

Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular lead displayed under-sensing. The lead remains in use and no patient complications have been reported as a result of this event.